Event description:
Dr. (B)(6) reported to cas that on (B)(6) 2024, she experienced an incomplete capsulotomy superior/nasal on procedure ID # (B)(6). Per dr. (B)(6), the incomplete capsulotomy caused the nasal 'nub' for toric positioning to tear/be removed during manual completion of the capsulorhexis (toric nub axis was placed at 12 degrees), forcing her to align the toric iol with only the remaining toric nub.

Manufacturer narrative:
The refractive capsulorhexis was completed with noticeable toric alignment at an axis of 12/192. Laser functioned as designed. No further clinical follow up.